Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the hospital kept and discarded the old system. No further complications are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-33, lot# j0555202v, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the stimulation had not been working for some time. The old system was removed and replaced with a new one. When removing the old system, ¿the one lead part of extension¿ broke off and remained implanted. The issue was resolved. No further complications were reported. Follow-up was conducted.